Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for cardiac tamponade. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to 2. Forty minutes later while in the intensive care unit (ICU), the patient arterial pressure dropped to 20/0 mm hg. The patient was moved to the catheterization lab, where pericardial effusion and cardiac tamponade was determined. The heart team performed pericardiocentesis, aspirating 500 ml of hemorrhagic liquid and left ventricular ejection fraction (lvef) decreased to 20%. Dynamic monitoring started and arterial pressure increased up to 90/50 mm hg. There was no continuation of bleeding. Surgeons left pigtail in pericardium space. The patient was moved back to the ICU to recover. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported of cardiac tamponade and pericardial effusion cannot be determined. The reported hypotension was a secondary effect of the reported pericardial effusion. Cardiac tamponade, hypotension and pericardial effusion are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6-health effect - clinical code 1888 removed h6-health effect - impact code 4614 removed.